Manufacturer narrative:
This report is submitted on 11 february 2021.

Manufacturer narrative:
This report is submitted on 08 dec 2020.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020.